Manufacturer narrative:
Block b3: exact date unknown, event occurred some time ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 16283223. UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 17317388. UDI: (B)(4). Product family: scs-paddle leads: upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 18055330. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not working as intended. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility. No further information could be obtained despite good faith efforts.